Event description:
The customer reported falsely elevated architect ca19-9xr and provided the following data: (customer architect ca19-9xr reference range: 0-43 u/ml.) Patient information: 30-year-old male. The patient has not been diagnosed with pancreatic cancer. On (B)(6) 2023, the architect ca19-9xr result was 323.91 u/ml and the patient had a subsequent endoscopy. During the endoscopy, polyps were discovered and removed. It was reported that the reason for the endoscopy was only because of the elevated ca19-9. The customer provided further details and also reported that the patient was concerned it might mean cancer and requested further evaluation to be performed. On 26 september 2023, the architect ca19-9xr result was 250.63 u/ml. The same sample was tested on the mindray platform for ca19-9 on (B)(6) 2023 and the result was 6.74 u/ml. (Customer mindray ca19-9 reference range: 0-30 u/ml.) The customer confirmed that there was not any harm or adverse outcome to the patient.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot does not have an increase in complaint activity. Ticket and trending review did not identify any trends. Device history review did not identify any non-conformances, deviations, or non-conformances for the complaint lot. In house accuracy testing was also performed to evaluate the performance of the reagent lot 52560fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Testing concluded that validity and acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and sufficiently addresses the customer¿s reported issue. Based on the investigation, no systemic issue or deficiency was identified for the architect ca19-9xr reagent lot 52560fp00.

Event description:
The customer reported falsely elevated architect ca19-9xr and provided the following data: (customer architect ca19-9xr reference range: 0-43 u/ml.) Patient information: 30-year-old male. The patient has not been diagnosed with pancreatic cancer. On (B)(6) 2023, the architect ca19-9xr result was 323.91 u/ml and the patient had a subsequent endoscopy. During the endoscopy, polyps were discovered and removed. It was reported that the reason for the endoscopy was only because of the elevated ca19-9. The customer provided further details and also reported that the patient was concerned it might mean cancer and requested further evaluation to be performed. On 26 september 2023, the architect ca19-9xr result was 250.63 u/ml. The same sample was tested on the mindray platform for ca19-9 on (B)(6) 2023 and the result was 6.74 u/ml. (Customer mindray ca19-9 reference range: 0-30 u/ml.) The customer confirmed that there was not any harm or adverse outcome to the patient.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-78 and there is a similar product distributed in the us, list number 2k91-33. E1 phone number: complete phone number is +(B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.